Event description:
It was reported that during a total knee arthroscopy procedure, the blade dived into the bone. It was also reported that there was no adverse consequences to the pt or user. It was further reported that there was a five min delay as a result of this event.

Manufacturer narrative:
The blade subject to this investigation was not returned to the MFR for eval. Lot number info has not been provided to permit further investigation. The root cause is undetermined.